Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose level was 84 mg/dl. Additionally, it was reported that the pump touchscreen was unresponsive. It was also reported that a cartridge alarm occurred, and that an empty cartridge alarm occurred while the cartridge was not empty. Lastly, it was reported that "pump won't stop insulin when they stop insulin manually"; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm and touchscreen issues were verified, but the alleged minimum fill notification issue could not be verified. Additionally, the alleged empty cartridge alarm issue was verified in the pump logs; however, no failure was identified.